Manufacturer narrative:
H3: as reported, approximately 6 yrs postop initial rtha, this 75 y/o male patient is found to have osteolysis and has not been revised at this point. The patient has been referred for possible revision. Unknown review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. This cause of the reported event is most likely patient conditions, however; cannot be confirmed as the device was not returned due to remaining implanted.

Manufacturer narrative:
Concomitant devices: 130-32-51, 3984446 - nv gxl liner neutral, 32mm ID group 1 cups; 142-32-93, 3655532 - cocr fem head 32mm -3.5 offset 12/14; 164-03-12, 3983412 - element-stem, collared w/ha, std offset, sz 12; 180-65-20, 4008655 - alteon 6.5mm screw, 20mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 6 yrs postop initial rtha, this 75 y/o male patient is found to have osteolysis and has not been revised at this point. The patient has been referred for possible revision.